Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. The outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a tear just proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that a balloon pinhole was noted. The 85% stenosed target lesion was located in the severely calcified proximal mid circumflex branch. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not be inflated. A balloon pinhole was then noted. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon pinhole was noted. The 85% stenosed target lesion was located in the severely calcified proximal mid circumflex branch. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not be inflated. A balloon pinhole was then noted. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.